Event description:
The customer was hospitalized for high bgs and dka. The customer reported that pump had an error alarm several days ago. Troubleshooting was performed. The programming and histories on the pump were not correct. Explained the impact of incorrect programming on bgs. Assisted with correcting the programming. In addition, the time on the pump was incorrect. The customer does not have currently the basal rates and pt does not know if the batteries were removed in the hospital. Assisted with basal rates set up. A self-test was performed and passed.